Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that there was a tear in the side of the universa soft ureteral stent upon opening the package. There was no reported impact to the patient or end user as a result of the product problem.